Event description:
Implant came out when dentist was removing healing abutment. Patient was completely asymptomatic. Primary stability was achieved, but not osseointegration. Bone quality at time of failure - ii. Three other implants were placed at the same surgery - all were fine.